Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a cut in the tubing. The reported condition was verified. The cause of the condition was a manufacturing issue as the tubing was cut by the blades of the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was crushed/torn apart and leaked. It was further stated there was no visible damage detected in the outer packaging. This issue was identified in the pharmacy department. There was no patient involvement. No additional information is available.